Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6 and h11. Corrected field: g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water mist and dust inside the charged coupled device glass (ccd) caused image issue and the light guide (lg) bundle was interrupted and weakened a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image (water mist and dust inside the ccd glass was caused due a component failure of the distal end inside and the light guide bundle was interrupted and weakened due a component failure of the lg bundle should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Reporter establishment ¿ full name: (B)(6).

Event description:
It was reported that the subject device had a blurry image. The issue was found during setup/inspection for use. There were no reports of patient harm.